Event description:
It was reported that a user of the ilet bionic pancreas paired with a dexcom g7 continuous glucose monitor (cgm) experienced a brief absence of displayed glucose readings, while the cgm menu indicated the sensor was connected; after navigating back to the home screen, readings resumed and blood glucose was not impacted. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no functional impairment beyond transient display unavailability and no need for medical intervention. User support included guided troubleshooting and education through the cgm menu on the ilet. Investigation of this case revealed a transient signal or display communication interruption limited to the ilet, with no cgm sensor failure and no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was intermittent communication or software behavior that resolved with routine user navigation.